Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Investigation was completed based on the review of the (B)(6) study. The study graphs were reviewed and showed abnormal levels of noise. The orange blinking that was seen by the patient on the dr recorder was due to loss of capsule signal. Loud noise or interference from external devices transmitting in the same bandwidth can interfere or limit the effective performance of the capsule transmission. This can in turn lead to studies with gaps in video. Thus, the root cause of the investigation has been identified as capsule signal interference.

Event description:
According to the customer the dr3 began vibrating and beeping as the blue flashing light turned orange/yellow. At that same time the patient reported having sharp stomach pains. Patient had not yet had a bowel movement. The patient began the (B)(6) study at 7:10 am and reported the issue at 11:20 am. According to the physician the pains the patient was experiencing was more than likely from "gas". The study results showed that the capsule remained intact and that the study finished normally. The patient had an x-ray verifying that the capsule did pass.